Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture thresholds were observed during a follow-up. Patient was asymptomatic. Lead fracture was suspected. During the revision procedure, it was discovered that the suture was not properly tied down on the lead but rather on the lead directly. The lead was capped and replaced. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information that there was high pacing impedance.